Event description:
I have used 10 of the recalled lots of omnipods (insulet corp) since 2013. I've had elevated blood sugar levels which did not respond to the corrective actions given to me by my doctor and which resulted in unexplained a1c levels now for 2 years.